Event description:
Tech alleged that the head of the stretcher was drifting down very slowly. No pt impact.

Manufacturer narrative:
The tech found the gas springs leaking. The tech replaced the gas springs to resolve the issue.